Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins).. It was reported that when implanted, hcp did not tack ins down. Ins ended up flipping upside down and turning backwards and disconnecting. One of the wires did not stay connected to the spine and became disconnected. The patient believed it happened in (B)(6) 2017 right after it was put in. The hcp had to go back in. They were reconnecting it and woke pt up during surgery and told the pt that one wire was disconnected and asked the pt what pt wanted to do. Pt asked them to fix the way it was for now. Pt said therapy did not seem to be working as effective as it was. When it was first put in it was working great. After that it worked ok but not as good as it should be. Pt said they knew only one wire was working correctly.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: va1hzy0002, ubd: 30-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were responding to the letter. The steps taken regarding the ins being flipped: in (B)(6) 2017 patient went back in and was put under and ended up waking up. Patient stated wires disconnected and one was not attached to spine. Pt stated they tacked it down and hooked back up. Pt states this was a big concern that would be tacked down. Pt states discussed with healthcare provider (hcp) and hcp went on maternity leave and was never tacked down and one wire. This year they did a spinal fusion and removed the whole system. Pt states they probably will be putting in another scs. Pt states they took this device out. Pt stated it had nothing to do with the manufacturer device and it was how the device was put in.

Manufacturer narrative:
G3: the date for follow up number 003 should be 30-may-2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were told the only way to make things work correctly was to remove and reinstall a device. They had spinal fusion surgery (B)(6) 2023 the device was removed. They want to see how much surgery helps with my nerve issues. If it doesn¿t help to an adequate level; they will have a new device installed. It was reported that the issue never resolved. The device was removed (B)(6) 2023 during a spinal fusion surgery (removal reported as occurring on both (B)(6) 2023 and (B)(6) 2023, unclear which date is accurate).

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt was going to have an echocardiogram and EKG done, ps reviewed compatibility with pt. Pt had an EKG done last friday and it was really weird but they did not have the ins off. Pt noted they were having back surgery in a week and a half and the ins will be removed to see if that could help with their situation but if it did not the pt will be having a new ins put in with paddles instead of wires if needed. The pt was getting this done and getting a spinal fusion because when the ins was put in it was never tacked down and flipped down and disconnected. The pt said one of the leads was not connected and floating while the other ins was connected. Pt said they were not getting the same pain relief as when it was first put in and the pain had progress and had pinching of the nerve they will try to fix with the fusion part of the spine. Pt said they were hoping that was enough to help with the issues to their legs and pain in the back and if not they will put in a different ins. The pt noted they had gone in reconnect tap the leads down and they woke the pt up and said the lead was not connect. Pt said it was been limping along since that. The pt believed the issues started a couple months after getting it put in, so in december. Pt noted they had part of abdomen their removed and they needed the ins needed to be securely and placed in right place but it was not so it ended up flipping upside down and going backwards disconnecting.